Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# va0z1ef, implanted: (B)(6) 2015, product type: lead. (B)(4).

Event description:
The consumer reported that the first few days after her implant on (B)(6) 2015, she felt stim. The patient quit feeling stimulation on (B)(6) 2015. She was feeling pain so she tried to turn stim down. On (B)(6) 2015, her symptoms returned. The patient was on program 2, 0.35v and the implantable neurostimulator was on. She tried increasing to 0.60v but she still did not feel anything. There was a loss of therapy. The patient was indicated for fecal incontinence and gastrointestinal/ pelvic floor. No further information was provided about this event. If additional information is received, a follow up report will be sent.